Event description:
As reported by the user facility (translation of user facility information by b braun (B)(4)): cannulas are blocked.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). No samples were returned for investigation. Hence our manufacturing department tested 10 retained samples of the same batch number. The samples were subjected to a visual examination with a light source .the samples were not blocked and agree with our specification. Moreover, simulation had been done on cannula blockage detection station on pen needle assembly machine. Result shows that the machine is able to detect the cannula breakage.